Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the customer changed the sensor and continued to experience the loss of connection issue. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.